Event description:
It was reported that there was possible intermittent loss of capture with the right atrial (ra) lead. Reprogramming was performed and the issue resolved. The ra lead remains in use. No patient complications have been reported as a result of this event.